Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked causing a leak. Moisture damage was observed in the battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power loss or power interruptions occurring. The complaint of the power issue was not duplicated during investigation, however, moisture and pump damage was confirmed. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power, the battery compartment was cracked with moisture.